Event description:
It was reported by the patient that the patient was presented to the emergency room (ER) with a "warm flush feeling" and a "blockage". It was further reported by the patient that the patient was presented again to the ER with a high pulse rate. The patient received approximately 50 shocks and reported feeling the "warm flush feeling" again. Follow up was attempted, however, was unable to be obtained from the clinic. The implantable cardiac defibrillator (ICD) is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.